Event description:
It was reported the programmer will not auto identify or manually interrogate an ipg (implantable pulse generator). Another rf (radio frequency) head will be tried and the programmer service disk will be used. If the issue still exists, the programmer will be returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.